Event description:
This case was initially received via regulatory authority (B)(6) on 27-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower belly pain") in a (B)(6) female patient who had essure (batch no. 626917) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("major fatigue"), depression ("depression"), head titubation ("trembling head"), palpitations ("chest palpitations"), vertigo ("vertigo"), menstrual disorder ("menstrual periods with clots"), abdominal distension ("bloating"), back pain ("back pain"), musculoskeletal pain ("joint and muscle pain"), paraesthesia ("finger tingling"), tinnitus ("tinnitus"), skin disorder ("skin problems") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, fatigue, depression, head titubation, palpitations, vertigo, menstrual disorder, abdominal distension, back pain, musculoskeletal pain, paraesthesia, tinnitus, skin disorder and migraine outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, back pain, depression, fatigue, head titubation, menstrual disorder, migraine, musculoskeletal pain, palpitations, paraesthesia, skin disorder, tinnitus and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28-jul-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 402 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-jul-2017. The most recent information was received on 14-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower belly pain") in a (B)(6) year-old female patient who had essure (batch no. 626917) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("major fatigue"), depression, head titubation ("trembling head"), palpitations ("chest palpitations"), vertigo, menstrual disorder ("menstrual periods with clots"), abdominal distension ("bloating"), back pain, musculoskeletal pain ("joint and muscle pain"), paraesthesia ("finger tingling"), tinnitus, skin disorder ("skin problems") and migraines. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, fatigue, depression, head titubation, palpitations, vertigo, menstrual disorder, abdominal distension, back pain, musculoskeletal pain, paraesthesia, tinnitus, skin disorder and migraine outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, back pain, depression, fatigue, head titubation, menstrual disorder, migraine, musculoskeletal pain, palpitations, paraesthesia, skin disorder, tinnitus and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 418 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.